Manufacturer narrative:
A device deficiency was identified, the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. An analysis of the customer provided image found the footprint ultra device inside of its opened pouch with the anchor broken. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a triceps tendon repair, when trying to insert the footprint ultra anchor in the patient's ulna, it broke. The broken pieces were removed from the patient by suction and grasper. The procedure was completed using a back-up device in the originally drilled bone hole. There was a surgical delay less than 30 minutes and no further complications were reported. The current status of the patient is good.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor was not returned. The non-absorbable retention suture was returned with no defect. The insertion device has no visible defect. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. An analysis of the customer provided image found the footprint ultra device inside of its opened pouch with the anchor broken. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.